Event description:
It was reported the customer had a no delivery alarm on their insulin pump. The customer stated the alarm occurred during a bolus delivery. Customer's blood glucose was unknown. The customer was unable to troubleshoot for the no delivery alarm as it was a past event. The customer did not want to return their supplies for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.